Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: (B)(4), model: db-9218-15, (B)(4). Product family: dbs-adapters, upn: (B)(4), model: db-9218-15, (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to skin erosion. The lead extensions were exposed at the lead incision site the physician elected to remove the ipg and two lead extensions as a precaution. The patient was prescribed antibiotics as a prophylactic. The patient is doing well post operatively.